Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using the chimney technique. The intervention was chosen due to the difficult surgical indications. Gore® viabahn® endoprostheses with heparin bioactive surface (viabahn device) were implanted in the bilateral renal arteries. The procedure was completed after confirming good flow and no endoleaks by the final angiography. The patient tolerated the procedure. On the same day, at midnight, the patient presented with frequent urination. A CT scan showed migration to the distal side and occlusion with thrombus of the viabahn devices implanted in the bilateral renal arteries. On the same day, thrombus aspiration and thrombolysis were performed in the viabahn devices in the bilateral renal arteries for repair. Subsequently, bare metal stents were additionally implanted to the proximal side of each of the bilateral renal arteries. The procedure completed after confirming blood flow in the bilateral renal arteries by final angiography. The physician reportedly stated in the initial procedure, he wanted to place the proximal end of the viabahn devices 5 mm to 1 cm higher than the proximal end of the abdominal aortic stent graft (main body/ gore® excluder® aaa endoprosthesis), however, the length from the renal arteries to the superior mesenteric artery (sma) was short, so the main body and the viabahn device were implanted from the same height. The physician stated the following factors, patient's activity, the positioning of each stent graft, and the state of the stent grafts which possibly followed the vessel properties postoperatively, led to this event.